Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error-open clamp. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1 of 4. The baxter technical service representative (tsr) determined that 2 bags were connected and the white clamp on the organizer was open with no bag connected. The tsr explained if it was not connected to a bag the clamp should be closed. The tsr had the home patient (hp) close all the clamps to the bags/patient line and cycle power off and on. They got a se 2367 and they cycled power off and on to press go to start. They were at load the set and they removed the cassette. The tsr advised the hp to dispose of the current supplies and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies, he had accidentally left a clamp open on one of the unused lines. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.